Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump has a partial display with missing segments. Customer's blood glucose reading was 144 mg/dl. Advised discontinuation of the insulin pump. Product is expected to return.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to cracked lcd zebra connector. Unable to perform any tests due to missing segments and partial display. The insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.